Manufacturer narrative:
(B)(4) lens, vaulting, inadequate. Anterior subcapsular cataract is a labeled complication of icl surgery. The possible causes of this condition is determined to be secondary to anterior capsular touch during the surgery, icl touch following inadequate vaulting or excessive manipulation during the learning curve. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. The root cause of inadequate vaulting has been determined to be due to inaccurate white to white measurement. This is usually secondary to a mismatch between white to white and the sulcus diameter. Cataract extraction was performed in this case which resolved the problem. (B)(4).

Event description:
The patient reported "I am a healthy (B)(6) year old with extremely high myopia in both eyes. Lasik was not an option, so I underwent icl surgery by one of the best surgeons in my area. I am said to report that, although both surgeries (one per eye) were successful (perfectly vallted lenses, excellent recovery, no issues according to my surgeon), my implants hurt my vision. For a reason unknown to my doctor, a few years after the surgery, both lens began to rub against my natural crystalline lens. I have developed icl induced cataracts in both eyes. I have not been in an accident or iin anything that would affect both eyes. I am very concerned since I convinced my brother to have the same surgery a short while after I had mine". This claim is for the left eye. See MDR report# 2023826-2012-00073 for the other eye.

Manufacturer narrative:
(B)(4) - cataract, induced, surgical procedure, secondary surgery, explanted. Evaluation method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found. (B)(4).